Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack over the screen and they had to tilt to read the screen around the crack. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer also stated that there was crack near the reservoir compartment and piece was missing. Troubleshooting was not performed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.